Manufacturer narrative:
Unit received with critical pump error (open book image). Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies and force sensor flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, stained keypad overlay, keypad overlay peeling, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, serial number label missing and end cap address label missing. In conclusion, customer concern for critical pump error (open book image) alarm was confirmed due to moisture damage on electronic assemblies. Cosmetic damage confirmed at the labels during visual inspection when missing serial number and missing end cap address labels were noted. Unable to confirm battery cap damage due to not receiving original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error/open book image. Troubleshooting was performed, explained the pump performs safety checks and an error was found. The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported a critical pump error/open book image error. The customer reported a labeling issue. Product labels are reported as missing, removed, worn, faded, or damaged following usage. The customer reported battery cap was damaged. Damage was on metal contacts. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the customer response was the device will be returned.